Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a cas operation, the subject balloon could not inflate at the target site and contrast was found leaking from the tip. Upon retrieval, it was visually confirmed that the subject balloon ruptured. It was also noted that the patient's anatomy is very meandering. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The lhr (lot history record) for each lot is created and maintained according to the qs (quality system). Controls within the qs ensure that all product is manufactured in accordance to the dmr (device master record). The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition during preparation/prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as very meandering. The balloon was successfully inflated during preparation but it was reported that the contrast was found to be leaking from the tip and it was retrieved. The balloon was found to be ruptured when checked outside the body. It is further reported that rupture of the balloon most likely occurred inside the patients anatomy. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable will be assigned to this complaint. H3 other text : device not returned for evaluation.

Event description:
It was reported that during a cas operation, the subject balloon could not inflate at the target site and contrast was found leaking from the tip. Upon retrieval, it was visually confirmed that the subject balloon ruptured. It was also noted that the patient's anatomy is very meandering. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.